Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited several "no disposable, clamp tubing" alarms over the course of 24 hours. Per reporter the residual volume was 48.6 ml, rate 2.5 ml and given 66.4 ml. No adverse patient effects were reported. Per reporter no additional information is available at this time.

Manufacturer narrative:
Additional contact: (B)(6).